Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 420mg/dl. Troubleshooting was performed. The programming in the pump was correct. Performed self-test and fixed prime test and passed. However, the high pressure test failed. No further info was provided.